Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when an asymptomatic patient presented remotely via merlin.net transmission, episodes of non-sustained rv oversensing due to post-sensed t-wave oversensing were noted on the device. Programming changes were made. The patient was stable.